Event description:
It was reported the patients lead displayed high impedance following a fall. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The event of lead revision was reported to abbott. The patient had a hard fall. Patient was evaluated and high impedance was detected during an impedance check. The lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.